Event description:
Customer reported experiencing intermittent occlusion alarms. Customer¿s blood glucose (bg) level was displayed as "high"; although specific value was not provided. Elevated bg was addressed by manual insulin injection. System check was performed by tandem technical support, and it was discovered that the customer failed to properly cycle the cartridge. Tandem clinical support educated the customer to properly cycle the cartridge before use. The customer resolved the issue by changing the infusion set and cartridge before resuming insulin delivery.